Event description:
It was reported that the pacemaker exhibited incorrect readings. The patient was brought into the clinic for a follow up. Upon review everything was working appropriately. No intervention was performed. The patient was recovering.